Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dry mouth, cuts in the mouth, headaches. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dry mouth, cuts in the mouth, headaches. There was no report of serious or permanent patient harm or injury. The manufacturer received new information alleging liver failure, short of breath, cant walk across the room, sore mouth. In this report, section b1, b2, g3, h1, h6 has been updated or corrected.

Manufacturer narrative:
Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam caused the patient dry mouth, cuts in the mouth, headaches, liver failure, short of breath, cant walk across the room, sore mouth. The patient visited to the doctor on (B)(6) 2022 and received medication for mouth sores. In section h6 health impact code has been updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam caused the patient dry mouth, cuts in the mouth, headaches, liver failure, short of breath, cant walk across the room, sore mouth. The patient visited to the doctor on february 2022 and received medication for mouth sores. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Dust/dirt contamination on sd card flip side door, top enclosure, bottom enclosure, front ui panel, blower box, side panel, and blower bellow was observed. A piece of hair was observed on the inside bottom of blower box. Blower bellow was not seated correctly. Missing flip side door. Liquid ingress was observed on the blower, blower box, and p4 power connector. A contaminant consistent with keratin was observed on the blower box. The device's event logs were downloaded and reviewed. No errors were logged. Investigation can confirm the presence of dust/dirt contamination in the entire airpath, likely from a source external to the device and observed no evidence of degraded sound abatement foam.